Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. No air was observed during aspiration after removal of the dilator and guidewire from the sheath, but when the farawave catheter was inserted air kept coming into the sheath despite multiple aspiration attempts. Aspiration without leakage was possible with the catheter removed from the sheath, though any time the catheter was reinserted air leakage through the sheath occurred when it was aspirated. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. No air was observed during aspiration after removal of the dilator and guidewire from the sheath, but when the farawave catheter was inserted air kept coming into the sheath despite multiple aspiration attempts. Aspiration without leakage was possible with the catheter removed from the sheath, though any time the catheter was reinserted air leakage through the sheath occurred when it was aspirated. The sheath was replaced and the procedure was completed. No patient complications were reported. The device has been returned for analysis.